Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention and; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Based on the information as alleged the date of implant for the bard/davol device is unclear. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax mesh and bard mesh on (B)(6) 2016 and/or (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax mesh. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. Attorney alleges that the patient experienced emotional distress and the device was defective.